Manufacturer narrative:
This supplemental report is being submitted to report additional information received from the customer, the legal manufacturer's investigation and the results of the device history records (DHR) review. The device was inspected before the procedure however, the findings are not available. The device failed at the beginning of the diagnostic procedure. There was a 20 minute delay in the procedure because of this malfunction. However, no patient harm or injury was confirmed. The intended procedure was completed with a similar device without further issues. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The design of the board was changed on april 16, 2018. It is unknown if this design change would affect the reported issue. The subject device was manufactured before the circuit design change was applied to the operational amplifier of the patient board set. A definitive root cause was not determined. Based on the available information, the legal manufacturer determined the probable cause of the patient board failure is likely the operational amplifier.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center confirmed the reported event of no image, went black. This was found to be due to a fault in the patient board set. The software version was 3.01 and needed to be updated to version 4.10. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
It was reported to olympus the evis exera iii video system center malfunctioned during a procedure on an unknown date. The image went black during the procedure and could not be seen. The processor was working without issues but no camera image. No patient harm or injury reported.